Event description:
It was reported the durning the implant procedure that the helix would not retract after several repositioning attempts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). Over-extension and over retraction of the helix caused the deformation/fracture of the proximal section of the inner coil, distal conductor distortion. The outer insulation was also breached/cut.